Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that his device hadn¿t worked in a couple of years. The patient reported that it wouldn¿t turn on or anything. The patient reported that he contacted a manufacturer¿s representative (rep) back when it stopped working. The patient reported that the rep was busy and when they were supposed to meet, the patient had something come up so they were never able to get together. The patient reported that he contacted his managing healthcare provider (hcp) regarding having the device removed and was told they would need preauthorization from worker¿s compensation to remove the device. The patient asked about getting the device turned back on and using it again. The patient also reported that his body grew accustomed to the device over the years and he had to keep turning stimulation up. The patient reported that since the device he had just been dealing with the pain. No further complications were reported. 2017-09-08 lfc (hcp): no new information.